Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). The device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 2.50 x 16 synergy ii drug eluting stent was selected for use. However, during preparation, the physician noticed that the stent came off from the balloon. The procedure was completed with a different device. No patient complications were reported.